Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 35hlt small outer seal came out of the trocar upon first insertion out of the package. The seal was torn. There was no consequence to the pt.